Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred less than three minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from the fresenius combi set bloodline. The operator noted blood dripping onto the base of the machine shortly after treatment was initiated, and photographs provided by the cm verified the presence of blood at this location. The leak was traced to the red port on the combi set, where the heparin line connects. The cm stated there was a visible crack in the port. No other damage was found. No leaks were noted during the priming. The cm stated the machine, a fresenius 2008t, did not alarm. The patient was also using a fresenius optiflux dialyzer. As soon as the blood leak was noticed, the operator clamped the lines and halted the treatment. Most of the patient¿s blood was returned; the estimated blood loss (ebl) was approximately 5 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Although a photograph was provided by the clinic manager, the photograph received does not show the reported defect. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.